Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) expired. A fault message of low shocking impedance was exhibited upon interrogation.